Manufacturer narrative:
The event unit was returned to applied medical for evaluation with a torn duckbill, a rubber internal component of the seal. Visual inspection confirmed the complainant's experience of seal component separation. The septum, another rubber internal component of seal, was fragmented. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion of the stapler. Applied medical¿s instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: hartman procedure. Event description: a black piece of the seal fell off. The piece has been retrieved from the abdomen. [Non-applied] grasper was used during the procedure. Additional information received from sales rep via email on 04 jan 2019: "[] was present during this or, she told me that a lap. Stapler was forced during the trocar and after this the piece off the duckbill was found in the abdomen. So the think the forced insertion was the reason fore the piece fell off." Additional information received from sales rep via email on 31 jan 2019: "I have talked to [] from [hospital name] about this cer, the piece of plastik that was found in the abdomen was from the seal. It have not happened again, and they are still happy with using our product." Patient status: no patient injury or illness did occur associated with the complaint event.